Manufacturer narrative:
Concomitant product: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that patient was told his batteries would last 7-9 years but they only lasted about 3 years. The patient reported he was tired of having to replace the batteries every few years. The patient also noted that the left implantable neurostimulator (ins) depleted slightly faster than the right. No symptoms were reported. Additional information has been requested regarding the cause, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that that patient was told his batteries would last 7-9 years but they only lasted about 3 years. The patient reported he was tired of having to replace the batteries every few years. The patient also noted that the left implantable neurostimulator (ins) depleted slightly faster than the right. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.